Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's mother, that the omnipod personal diabetes manager (pdm) made a loud noise, and the screen cracked, as well as the battery is warm to touch and swollen while charging. The patient also reported little black mark on the outlet where charger was plugged in.